Event description:
The hex tip of screwdriver broke while seating a locking screw into a plate. As the locking screw engages the plate, the screw head encounters increase in resistance.

Manufacturer narrative:
This report details the investigation of breakge of hex tip of screwdriver bit. T6 sqc. Findings indicate no design or manufacturing defects.production and final quality assurance (qa) reviews (DHR) confirm compliance with specifications. In-house verification was conducted on returned broken part revealed no indication of non-conformances or deviations from intended usage. 50 screwdriver bits from same lot # 2110 were produced and no additional complaints from other customers using this lot received, indicating that the reported issues may be isolated. The investigation reveals no inherent issues with the screwdriver bits.the breakage appears to be an isolated case as no product related complaint received for part# gs 86.1606 in last 10 years.